Manufacturer narrative:
The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with scratched lcd window and cracked reservoir tube near reservoir tube window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 134mg/dl. The customer received motor position encoder error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.